Manufacturer narrative:
Visual examination of the returned, used device found the needle broken at the tip. The broken tip was returned. The device was reviewed per specification and no discrepancies were found with the critical dimensions. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the smi-02n, spectrum autopass needle, qty 5, device broke during an rotator cuff repair on (B)(6) 2018 causing less than a 1-minute delay in the procedure. The device component was retrieved using a grasper. The surgeon stated that he had hit the acromion which may be why the breakage occurred. It is reported that there was no harm to the patient or the user during this event. The procedure was completed successfully. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.